Event description:
5mm endo clip applier malfunctioned when the clip fell off multiple times following application to tissue. There was no injury to the patient. Another endo clip was opened and functional. The procedure was completed.